Manufacturer narrative:
The customer's call included report of seven (7) elevated patient results. This report documents one patient result. Separate mdrs are filed for each result. The report(s) number associeted to event is referenced in the 3500a form for traceability.

Event description:
Customer reported elevated patient results with their leadcare ii testing system. Customer indicated this has been an intermittent issue with the most recent leadcare ii test kit box. As part of troubleshooting with technical services (ts) customer confirmed controls ran on that today were in range: level 1 = 12.3 ug/dl (target range =8.0-14.0 ug/dl). Level 2 = 30.2 ug/dl(target range = 25.4-33.4 ug/dl). Patient leadcare ii test result was 3.8 ug/dl while confirmation test was <1.0 ug/dl. Technical support (ts) requested the customer to describe their capillary blood lead collection procedure. The customer reported transporting individual collection supplies into the room on a tray. The patient's collection site was cleaned using a castile soap wipe or soapy cotton ball; alcohol was not used. The site was lanced, and the first drop of blood was wiped away by touching the skin. The capillary tube (from the leadcare ii kit) was filled to the black line without air bubbles and transported to the laboratory before dispensing the blood into the treatment reagent (tr) tube using the plunger. The tr tube was mixed by swirling, and the sample was applied to the sensor using the provided dropper. Ts identified deviations from the package insert and cdc capillary collection guidelines, including: patient hands not washed with soap and water; no alcohol used at the collection site; contact with the skin when wiping away the first drop of blood; excess blood not removed from the capillary tube prior to dispensing into the tr tube; and tr tube not mixed by inversion 8-10 times as instructed. Ts instructed the customer to maintain supplies in original containers until use and to follow cdc guidelines and the blood lead test procedure as written in the package insert and user's guide. Ts provided the cdc capillary collection video, cdc finger stick poster, package insert, and user's guide. Ts also recommended dispensing blood into the tr tube immediately after collection and transporting the tr tube to the laboratory. The customer confirmed use of the capillary tubes supplied in the leadcare ii kit and stated they do not use microtainer tubes for collection.